Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system displayed a calibration failed message" (device displays error message); "calibration failed" (failure to prime). A nurse reported after finishing a case and setting up for the next one, an error message indicating calibration failed occurred with three different cassettes. The two following cases were cancelled. No patients had been prepped. There were no patient injuries reported

Manufacturer narrative:
A company service representative examined the system and was able to confirm the reported problem. The fluidics module was replaced and preventative maintenance was performed. The system was then tested and met all product specifications. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).